Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up in clinic post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes were made during the device check. No further information was provided.